Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had recently been experiencing low blood glucose levels of 44 mg/dl overnight. The customer also reported having some difficulty changing her infusion sets. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.